Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The power management tool confirmed power error alarms were triggered when backup battery loaded voltage was less that 3.5 volts for four consecutive hours due to resistance issue at electrical board connector. Device also alarmed trace pointers are invalid error, history pointers failed and history pointers are corrupted error, and post-reset ram crc alarm due to resistance issue at electrical board connector. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, faded end cap address label, and a minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was 180mg/dl at time of incident. Customer states that internal source was unable to charge and notification light did not stop flashing immediately. Customer states that they had around 600mg/dl blood glucose which was treated with syringe and insulin pump. Customer advised to monitor insulin pump. Insulin pump will be return for analysis.